Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email on (B)(6) 2018 that the buttons of the insulin pump are hard to press and may have worn out. Customer's blood glucose level was unknown. Troubleshooting did not occur. Product will not return for analysis.